Event description:
The pt was implanted with an ams "pelvic mesh product." It was reported that the pt experienced serious bodily injuries, including, but not limited to, extreme pain, erosion, dyspareunia, additional surgery, and other injuries. It was indicated that the pt sustained, "severe and permanent injuries."

Manufacturer narrative:
The model and type of mesh system that was implanted was not indicated.